Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and cubie pocket had failed. The customer rebooted the station and attempted to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer was reported as failed. Upon arrival on site, the field service engineer (fse) was unable to identify the issue, and no drawer failures were found across the station. The customer was unable to specify which drawer was reported to have the issue. After inspecting all drawers, the fse was unable to replicate or observe any failures at this time. No issues were identified, and no repairs were required. The system functioned as intended after the field service engineer investigated the issue.